Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message. The patient indicated that the alleged meter issue started four days prior, at 8:30 pm. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient also denied receiving medical intervention and was not tested on another device. An unspecified date/time after the alleged meter issue began, the patient developed symptoms of tiredness, shakiness, and feeling sleepy. The patient did not have test strips to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started.